Manufacturer narrative:
(B)(4). Date sent: 3/10/2026 d4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that a few staples were formed with irregular shapes and anastomotic site was oozing after firing. Changed to another three to continue the procedure but the same problem happened again. They stopped oozing with compression hemostasis. There was no patient consequence nor surgical delay reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent 3/12/2026. D4 batch #608d30. Investigation summary : the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that one ec60a device was returned with no apparent damage and with two ecr60w reload(b, c) present. Both reloads were received unfired. The device was tested for functionality in the articulated position with the returned reloads and achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 608d30, and no non-conformances were identified.